Manufacturer narrative:
Result of investigation: no sample was returned for evaluation. The structure review was made for the complaint pvc tubing and stopcock. And according to the work instruction mwi-51004353-as-008/g, the pvc tubing and stopcock were assembled without glue, the pvc tubing maybe deformed which can cause the pvc tubing and stopcock to have air leakage. This issue was traced to the product design, and as a corrective and preventive action, the scn 101216 was submitted to vyaire for adding cyc for the bonding of pvc tube and stopcock. The infusor product label for specific shelf time requirements was updated as well.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 500ml pressure infusor bag mfg item # in800048 lost pressure more quickly than normal. This issue occurred while connected to a patient and there was no harm reported.